Event description:
A 26 m diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. The aortic neck was reported to be angulated and the iliac vessels were reported to be 7.5 mm in diameter, it was reported taht while attempting to deploy the stent graft the physician noted that the cpc connector was loose and was not affixed to the delivery system. The physician is unsure if the cpc connector was loose prior to inserting the delivery system into the pt. The physician attempted to reaffix the cpc connector and was then able to reposition the delivery system. The stent graft was successfully deployed but during retraction of the runners it was pulled down. A 26 mm diameter x 3.75 cm length aneurx aortic extension cuff and a 28 mm diameter x 3.75 cm length aneurx aortic extension cuff were successfully implanted to ensure an adequate proximal seal. It was reported that final angiogram demonstrated an endoleak between the bifurcated stent graft and the 26 mm diameter extension cuff. Another 28 mm diameter x 3.75 length aneurx aortic extension cuff was successfully implanted to seal the endoleak. The pt is reported to be fine and no additional sequelae were reported. The delivery system was received by medtronic in 2003 and has been misplaced. Evaluation of the returned device is not possible.